Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition, which made analysis impossible. Unable to test because an empty vial was returned. This medwatch report is for the suspect device used in the mobile system (lot number 278176, expiration date 01/31/2014). (B)(4).

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 209 mg/dl, 94 mg/dl, 242 mg/dl, 202 mg/dl, 161 mg/dl, and 191 mg/dl. On a different date, customer tested hi (greater than 600 mg/dl) on the mobile system and 247 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect system.